Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the machine kept freezing. The customer tried to reboot, but the problem was not resolved. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6)was performed from the date of manufacture, 23-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the device experiencing intermittent freezing issues, which required frequent restarts for continued use. A technical support specialist (tss) dialed into the station, verified network connectivity, and applied a performance optimization by enabling the legacy cardinality estimator in structured query language (sql) server to improve data synchronization performance. Then the tss continued communication with the customer to gather additional details on when the issue occurred. Subsequently, the customer confirmed that the station was functioning as expected. The system functioned as intended after the technical support specialist troubleshot the device.